Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument timing was disrupted. The handle was actuated and the instrument cycled, however a reload cannot be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the device was difficult to load onto the handle and navigate the lock and unlock button. The tacks were broken while firing <(>&<)> reload was not fixed properly during mesh fixation. The surgeon used the another fixation device to complete the case. The surgical time was extended 30 minutes or more due to the product problem. The patient status was...